Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician bmt reported after treatment began, the technician noticed that the blood pump rotor damaged the blood tubing segment during a patient's hemodialysis hd treatment. The bmt stated the nurse called to inform that they saw blood coming from the blood pump rotor housing. The patient was moved to another machine to complete treatment and no reported harm was noted with the patient, and no reported machine alarm/message occurred. The bmt was able to inspect the blood pump rotor after the machine was pulled from the treatment floor and saw the plastic white tab/tubing guide was loose. The bmt requested for a replacement blood pump rotor. The machine had 5983 hours. Upon follow up, the bmt stated the blood pump rotor of the machine, a fresenius 2008t machine, was coming off and caused a blood leak to occur. The bmt stated the plastic white tab/tubing guide was loose and cut the tubing line. The machine was pulled from service and the blood pump rotor was replaced. The rotor was the original to the machine. The bmt stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) reported after treatment began, the technician noticed that the blood pump rotor damaged the blood tubing segment during a patient's hemodialysis (hd) treatment. The bmt stated the nurse called to inform that they saw blood coming from the blood pump rotor housing. The patient was moved to another machine to complete treatment and no reported harm was noted with the patient, and no reported machine alarm/message occurred. The bmt was able to inspect the blood pump rotor after the machine was pulled from the treatment floor and saw the plastic white tab/tubing guide was loose. The bmt requested for a replacement blood pump rotor. The machine had 5983 hours. Upon follow-up, the bmt stated the blood pump rotor of the machine, a fresenius 2008t machine, was coming off and caused a blood leak to occur. The bmt stated the plastic white tab/tubing guide was loose and cut the tubing line. The machine was pulled from service and the blood pump rotor was replaced. The rotor was the original to the machine. The bmt stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The bloodline was not returned for investigation. The rotor was returned with both rear sleeves loose with one deformed. The deformed sleeve can be easily removed from the pin. There are no discrepancies with the front sleeves. Install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. Both rear sleeve remained intact onto the pin and did not dislodge during testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The fluid leak event was not confirmed.